Event description:
It was reported that there was leakage on the dressing. It was used in the same way as before, but the pressure was not produced and felt leaking from the dressing. The dressing was replaced to another one and then worked properly. No patient harm reported.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture. Which, may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed, that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided. There have been further complaints reported with this failure mode in the past three years. The device was used for treatment. The returned dressings appeared contaminated / in a used condition and was therefore discarded. Therefore, a product evaluation could not be carried out. Potential causes for the reported issue include; dressing not applied properly without creases and fixation strips, filter/port not adhered to dressing correctly. Connector not correctly fastened and secured to the pump; tubing trapped, folded over/kinked causing a blockage. Dressing integrity has been compromised; skin has not been thoroughly dried before application of the dressing, causing the dressing to not sufficiently adhere to the skin. We have not been able to confirm a relationship between the event and the device. The root cause remains undetermined. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.